Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Sales representative reported "this needs to be replace for account [redacted]. This was a consignment. You can send a return kit to this account and send attention to [redacted]. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ broken device: no observed. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Sales representative reported "this needs to be replace for account [redacted]. This was a consignment. You can send a return kit to this account and send attention to [redacted]. Device was not implanted.